Event description:
It was reported that after a trauma surgery performed on 2021, the patient presented non-union. A revision surgery was performed to exchange from meta retro fem nail 11.5 x 40 with two trigen low profile screw 5.0mm x 32.5mm to a larger meta nail retrograde. Further information is unknown.

Manufacturer narrative:
Internal reference (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, after a trauma surgery, the patient presented with a non-union. A revision surgery was performed to exchange from meta retro fem nail 11.5 x 40 with two trigen low profile screw 5.0mm x 32.5mm to a larger meta nail retrograde. It is unknown how much time there was between the two surgeries. It should be noted that a non-union is not a mal-performance of the product. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for nail system revealed that early weight bearing substantially increases implant loading and increases the risk of loosening, bending or breaking the device. Early weight bearing should only be considered where there are stable fractures with good bone-to-bone contact. Patients who are obese and/or noncompliant, as well as patients who could be pre-disposed to delayed or non-union, should have auxiliary support. The implant may be exchanged for a larger, stronger nail subsequent to the management of soft tissue injuries. Patients and nursing care providers should be advertised of these risks. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.